Manufacturer narrative:
Device evaluation summary. Device evaluation of charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the battery charger/modem was resetting and was unable to recharge a battery pack. The cause for the failure was insect contamination throughout the unit. The root cause for the insect contamination was unable to be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a charger was resetting.